Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis as well as functional testing was performed on the device. A microscopic examination identified a perforation in the inner and outer lumen of the shaft approximately 2cm proximal to the guidewire exchange. The device was attached to an encore inflation unit and the balloon was observed to have a leak in the shaft. No further device issues were noted.

Event description:
Reportable based on analysis completed 30oct2024. It was reported that a 3.50 x 30 mm agent dcb was prepped and advanced, but failed to inflate. The procedure was completed with another of the same device with no patient complications. However, device analysis revealed a shaft hole and leak.